Event description:
Boston scientific received information from the local sales representative that while suturing the pocket, the physician noticed extraneous electrical signals on the right ventricular (rv) pace/sense channel. The atrial and shock channel did not exhibit any electrogram noise. The physician suspected that root cause was attributed to released air bubbles as this observation was observed when pressing on the device. The terminal pin was removed from the header port and bodily fluid was noticed on the terminal pin and in the header port. The terminal pin and the header port were cleaned. The terminal pin was re-inserted and connected to the device. The physician elected to wait before programming the device on to confirm that the oversensing issue had been resolved. Subsequently, a check of the electrogram found that the oversensing issue was intermittent. Additional information was received from the local sales representative stating that this device was programmed back on and oversensing was resolved. There were no adverse patient effects.

Manufacturer narrative:
At this time, the device and lead system remain in service. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.